Event description:
Additional information received indicated post-paced t-wave oversensing persisted after initially reprogramming the device. The device was reprogrammed again to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, post-paced t-wave oversensing was noted on the device. The device was reprogrammed to resolve the event. The patient was stable with no consequences.